Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 to june 21, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking small volume infusor. According to the report, the leak occurred between the luer and blue winged luer cap. This occurred after filling with fluorouracil solution (not baxter product) and before patient use. The reporter stated that the blue winged luer cap was fastened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.